Event description:
Complainant alleged that while attempting to monitor a patient (age & gender unknown), the device inappropriately shut down. Complainant indicated that the clinician obtained another device to continue treating the patient. Complainant indicated that there was no adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Manufacturer narrative:
Zoll medical corporation evaluated the device and the customer's report was not replicated or confirmed. The device was put through extensive functional testing with a known good test battery without duplicating the report. The battery used in the event was not returned for evaluation. The device was recertified and returned to the customer. Review of the device activity logs did not show any battery or power-related errors that could cause the device to shut off unexpectedly. No trend is associated with reports of this type.